Manufacturer narrative:
August 19, 2015 03:27 pm (gmt-4:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure,vasoview hemopro 2 shaft mechanism came apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
(B)(4). The cannula and hp2 harvesting tool were returned to the factory for evaluation. No signs of clinical use or blood were observed. Tool: a visual inspection was conducted. Blood and charred tissue were not observed on the harvester heating element. No visible defects or mechanical problems were observed on the hemopro 2 harvesting tool. To investigate the reported "failure to cut/cauterize", a pre-cautery test was performed on the harvesting tool per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. To evaluate the safety shut down system, a polyfuse activation test was performed. The device passed the safety shut-down test. The device also passed a temperature and resistance measurement test. Cannula: a visual inspection was conducted. The cannula "adapter tool" was dislocated from its original position on the cannula handle and returned. Based on the results of the evaluation, the reported complaint ¿failure to cut/seal¿ was unable to be confirmed. The reported failure ¿cannula break¿ was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 shaft mechanism came apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.